Event description:
The operator attempted closure of an arteriotomy site with the starclose device following an interventional procedure. The device became stuck in the pt. Counter pressure was applied and the device was removed from the pt. Hemostasis was achieved with manual compression and femstop for 30 minutes. No additional pt information is available.

Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. We have identified a malfunction that has met the criteria for reportablitiy. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)". Review of the lot history did not produce any findings relevant to this report.